Manufacturer narrative:
An event regarding fracture involving a femoral impactor/extractor was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis concluded that the device exhibited a mis-match between the hole in the impaction rod compared to the hole in the impaction rod cap when the impaction rod was fully seated inside the cap. -medical records received and evaluation: not performed as there is no indication the event was related to surgical technique or patient factors. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events from the reported lot. Conclusions: the investigation concluded that fracture of the impaction rod cap was caused by the cross pin broke in shear due to the impaction rod not being fully seated into the impaction rod cap prior to cross pinning. An ecn was open to update the specification of this device note was added to ¿ensure item #4 (impaction rod cap) bottoms out on item #2 (impaction rod) during assembly ¿ prior to pinning.¿ this was added to note to clarify the design intent of the assembly; the reported device was manufactured prior to this change to the drawing.

Event description:
It is reported by the male nurse of the hospital, that bolt of the device broke. Replacement was available.

Event description:
It is reported by the male nurse of the hospital, that bolt of the device broke. Replacement was available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.